Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. It was stated that the reader was replaced in (B)(6) but not the base. The caller was advised to unplug the remote monitor. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the radio frequency (rf) head battery was defective and the monitor failed during interrogation test. In addition, the unit was charged for an hour and found error codes 3230 and 3248 in failure analysis (fa) log. Lastly, the rf head was returned with nickel contact. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.